Manufacturer narrative:
The manufacturer previously reported information in reference to a voluntary medwatch (mw5120483) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging strong smell of burning or extreme overheating. There is no allegation of serious or permanent harm or injury. Patient reported having to use a temporary pap provided by the rt department at the hospital. The manufacturer received information from the patient stating they discarded the device. The following sections were updated.

Event description:
The manufacturer received a voluntary medwatch (mw5120483) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging strong smell of burning or extreme overheating. There is no allegation of serious or permanent harm or injury. Patient reported having to use a temporary pap provided by the rt department at the hospital. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.